Event description:
As reported, during use in patient, in this flotrac sensor the cardiac output (co) values fluctuated from 3 l/min to 10 l/min, while the patient's condition remained unchanged with no abnormalities. In addition, the co value was occasionally not displayed. The device was replaced but the same issue happened. The issue was solved using a third sensor and the co reading became stable. There was no allegation of patient injury. The devices were not available for evaluation since they were infected.

Manufacturer narrative:
The product is not expected to be returned for analysis since it was infected. An investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. Report ID: 2015691-2026-14757.